Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their device was giving them trouble when trying to charge their device; it wasn't reading right. The pt reported something was wrong, but they didn't know exactly what and they weren't sure if it was the stuff that plugs into the controller or the controller itself. No symptoms reported. Additional information was received from the patient. Patient reported it showed the word charging but wasn't charging. Pt was surprised and disappointed that they did not ever received a call back and now it has a new problem. Keeps changing the level by itself (vibration). Patient called patient services on march 5th and left voicemail. Patient stated it has resolved by itself. They do not know when it will malfunction again and don't know what to do in that case since no one ever call them back. They don't know what to about the vibration level changing by itself when they haven't touch it.